Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The lower harder part separated from the upper part that molds. I had a hard time deciding how much to cut off to fit in my mouth since I couldn't get it in my mouth until I cut some off. Even though the parts separated, I have been using it and it really helps.